Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device had premature battery depletion due to chronic high thresholds on the left ventricular (lv) lead. The device was explanted and replaced. The lv lead was temporarily turned off. No patient complications have been reported as a result of this event.